Event description:
It was reported that "the doctor had problems removing the guide. Finally took it out and it came out frayed." There was no patient injury or harm. The guidewire was removed in its entirety. Another device was used. The patient's condition is reported as "stable".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor had problems removing the guide. Finally took it out and it came out frayed." There was no patient injury or harm. The guidewire was removed in its entirety. Another device was used. The patient's condition is reported as "stable".